Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that during the explant of the device and leads for an upgrade, the superior vena cava (svc) tore and an emergent open chest procedure was done to stop the bleeding. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.